Event description:
It was reported that the lead exhibited greater than 2500 ohms impedance and sensing decreased from 6 mv to 4.5 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.